Event description:
Nurse called into room because patient's gown was saturated with IV fluid. IV tubing appeared to have disconnected from microclave cap. Upon further investigation, microclave cap was cracked and broken. Cap replaced and IV fluids restarted. No harm to patient. I have saved the tubing and broken cap.clinical engineering evalutation: there are at least two other report of this device leaking or breaking off completely while in use. In bench testing, if the end of the port is swabbed with isopropyl alcohol and immediately mated tightly with a luer lock stopcock, radial cracks will develop on the end of the fitting within hours. Over time, the cracks get longer and can cause complete failure. Without exposure to alcohol, the device does not exhibit cracking. Instructions for the device call for 'swabbing' the end of the port before making a connection. Alcohol is typically used for swabbing. If the alcohol is allowed to dry completely before making the connection, cracking will not happen, but since there are seams and crevises that can hold fluid by capillary action, it might take a long time for all the alcohol to dry. Once the connection is assembled, alcohol cannot easily dry out from the inside parts. Testing with other IV components shows a similar behavior. If alcohol is allowed into the connection and tightened, cracks will develop quickly. These components appear to be made of polycarbonate. Environmental stress cracking is a common problem with plastics exposed to disinfecting solutions.====================== manufacturer response for needlefree i.v. Connector, microclave (per site reporter)======================manufacturer states that a change was made in the formulation of the plastic to address the problem, but we are finding the new ones have the same issue.